Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "mention recall" and ¿rupture¿.

Event description:
Patient's representative reported, right side "mention recall". ¿rupture¿ and ¿pain¿. The device remains implanted.